Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was unknown. Troubleshooting was performed. Customer stated insulin was squirting out during the manual prime process. Customer also stated that the reservoir ring is broken and it rejects battery every time she changes the battery. The insulin pump rewinds louder. The insulin pump will not be returned for analysis.